Event description:
The following was reported to gore; on (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic type b dissection using gore® tag® conformable thoracic stent graft with active control system. A total arch replacement and a frozen elephant trunk technique had been performed before this procedure. Tgmr313115l was implanted distally and tgmr373720j was implanted proximally. During the deployment of tgmr373720j, when the secondary deployment was performed, the stent graft was about 5cm from the proximal and did not deploy completely. The stent graft was able to be expanded using a gore® tri-lobe balloon catheter. There was no positioning issue and/or injury. The patient tolerated the procedure. The physician stated that the stent graft might have caught on the frozen elephant trunk.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).